Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly had foreign material present in the device. This information was received from various sources. All eight malfunctions did not involve a patient. Of the reported patients, five were female and the remaining three were not reported. Age and sex were not provided for any of the patients.

Manufacturer narrative:
H10: this report summarizes eight malfunctions. Of the eight malfunctions eight lot numbers were provided and a lot history review was performed, six have had their devices returned for evaluation, five of which also had photos of the reported event also being provided. The evaluation for 5 of the 6 devices identified foreign material. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4, d4(corporate lot number: vtds0033, vtds0334). H11: b5.

Manufacturer narrative:
Malfunctions' devices are expected to be returned to the manufacturer. The company is still investigating the issue at this time. The device is labeled for single use. (Corporate lot number: vtds0033, vtds0034).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly experienced foreign material present in device. This information was received from various sources. All eight malfunctions did not involve a patient. Of the reported patients, five were female and the remaining three were not reported. Age and sex were not provided for any of the patients.